Event description:
Device was explanted.

Event description:
Healthcare professional reported right side ¿scattered high-density punctate calcifications¿, ¿lobulated images, linguini sign observed¿, ¿intracapsular rupture¿, and ¿irregular margin¿. Also reported ¿simple cyst in the right breast¿ which is not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.